Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 continued to fail. The field service engineer (fse) tested the drawer in hardware test application (hta), and all pockets were released. No debris was found, and row cables were checked. The back panel was removed, and wear was observed on the retractor bands. Both retractor bands were replaced. The drawer was tested again in hta and through the application, and it functioned normally after the repair. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a drawer failure and device was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.